Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to repositioning. When the capsule was approximately 2/3 closed during the second recapture, a delivery catheter system (dcs) actuator separation occurred. The dcs with the valve inside was securely withdrawn from the patient. A new valve and different dcs were used to complete the procedure. The patient anatomy was reported to have mild calcification and some tortuosity. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received was received with the capsule almost fully opened the end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism, capsule appeared intact with no evidence of damage. A kink was observed on the proximal end of the inner member near the paddle pockets. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. During the retraction of the capsule, the actuator components separated. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. The patient anatomy had mild calcification and some tortuosity, which may have contributed to the positioning difficulty, but the cause of the positioning difficulty could not be conclusively determined. The suspect dcs was returned to medtronic for analysis and the handle appeared intact. However, during retraction of the capsule the actuator components separated, confirming the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. A kink was also observed on the proximal end of the inner member. Typically, inner member shaft kinks have been seen on devices returned with the capsule partially open and without the stylet in place during transport back for analysis, as was observed in this case. The damage observed on inner member shaft may have occurred during return transport for analysis, or the kink may have occurred during the procedure if the capsule was not completely closed. Based on the information available the cause of the inner member damage could not be conclusively confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.